Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient¿s low voltage lead exhibited high pacing impedance. No intervention or procedure and patient condition were reported.